Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A malfunction alarm was reported with the code malf 16, and the specific fault ID was 16-0x20e6. There was no information provided regarding an adverse impact on the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as backup therapy to ensure continuity of insulin delivery.